Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. Patient relayed a high finger stick value prompted call to endocrinologist who instructed administration of 10 units of humalog and requested patient to follow up with another call. At the time of the call to dexcom technical support, no further medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log did not confirm the reported intermittent audio output.

Manufacturer narrative:
(B)(4).